Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. Fluid was observed exiting the tear. Corrosion was found on the top battery only. The top battery also had the energizer seal broken. All batteries were found to have sufficient charge. Small cracks were found on the top housing as well. The downloaded data showed no signs of struggle or pulse width increase. No other damages or defects noted. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) values reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, a needle bolus.